Event description:
Anchor broke below eyelet as the inserter was being removed and suture was being slid out of the inserter. Technique and procedure were altered as the remaining anchor was embedded in the bone and could not be removed. New and different insertion sites had to be prepared and used in order to complete the repair.

Manufacturer narrative:
No product is being returned for evaluation.